Event description:
In 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began approximately one week prior to contacting lfs. The cca noted that the patient does not take any medications to manage her diabetes and therefore, did not take any action regarding her diabetes management as a result of the issue. A few days after the alleged issue began, the patient developed symptoms of dry mouth and frequent urination. At an unspecified time the day prior, the patient tested her blood glucose with her daughter's meter and obtained a result over "600 mg/dl". As a result of the high reading, the reporter stated that he took the patient to the emergency room. At the ER, the patient's blood glucose was also tested and they obtained a reading of "590 mg/dl." The patient was treated multiple times with 10 units of insulin (type unknown) and released when her blood glucose was "350 mg/dl." At the time of troubleshooting, the cca noted there was no known trauma to the subject meter and that the meter's battery had been replaced as recommended in the owner's booklet. The power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.